Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot#: n198448005; implanted: (B)(6) 2009; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-mar-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown), clonidine 400 mcg/ml at 93.3 mcg/day and dilaudid 3 mg/ml at 0.7 mg/day via an implanted pump for failed back surgery syndrome and non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2022 post operatively. The patient had a pump replacement on (B)(6) 2022 and was not doing well. The patient went to the emergency room (ER) with symptoms of being incoherent and thrashing about. It was confirmed the patient¿s dose was programmed the same as the old pump; however there appeared to have been a new drug used in the pump based on the volumes between the pump. It was further reported the patient was admitted to the emergency room (ER) on (B)(6) 2022 with reports of restlessness and confusion. Environmental, external, patient factors that may have led or contributed to the issue included the patient had a fall. Additional information was received on 2022-jun-30, and it was reported the patient checked into the ER with restless legs and feeling uneasy a day after pump replacement. The ER doctors gave percocet and the symptoms were alleviated. This occurred within 24 hours of the pump replacement, and it was believed to be a possible kink the catheter. The pump was interrogated and turned to minimum rate. The patient was put on orals until the dye study was to be completed on (B)(6) 2022. It was noted surgical intervention was scheduled for (B)(6) 2022 and the issue was not resolved at the time of this report. The patient¿s status was ¿alive- with injury¿ as the patient had withdraw. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n198448005 implanted: (B)(6) 2009 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that the a dye study was performed and the physician was able to withdraw from the catheter access port (cap) and inject dye. The physician considered this a normal dye study. A rotor study was also done at the same time which was considered to be normal. The outcome of the issue was unknown.